Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported by the patient that upon implant of the cardiac resynchronization therapy pacemaker (crt-p) system approximately six years ago, "there were problems with the leads and other complications which led to internal bleeding." The patient also reported "feeling symptomatic lately." Attempts for additional information were made but were unsuccessful. The crt-p system remains in use. No further patient complications have been reported as a result of this event.